Event description:
On (B)(6) 2014, it was reported that this patient was referred for surgery due to high impedance. There was no reported trauma or manipulation. The patient underwent full revision on (B)(6) 2014 due to a reported lead break. Attempts for additional relevant information have been unsuccessful. The explanted devices have not been returned to date. Review of the lead device history records confirmed all quality tests were passed prior to distribution with no anomalies.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
The generator and lead was received for analysis on 04/01/2014. Analysis of the lead was completed on 04/22/2014. Note that the electrodes were not returned for analysis, with the exception of the spot-weld / slugs still attached to the end of each quadfilar coil; therefore a complete evaluation could not be performed on the entire lead product. Scanning electron microscopy was performed and revealed a spot-weld / slug at the end of the coil attached to a portion of the ribbon. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Analysis of the generator was completed on 04/23/2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. It was reported that no x-rays were taken and the device was programmed off after observing the high impedance. It was reported that the patient has not experienced any seizures since device replacement.

Manufacturer narrative:
Only a portion of the lead was returned ofr anlaysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.